Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented to the emergency department complaining of being near syncope. A remote transmission indicated that the right ventricular (rv) lead's sensing threshold had changed since implant, going from 8.7 mv to currently at 3.5 mv. The lead remains in use. No further patient complications have been reported as a result of this event.